Event description:
Mw5181385 it was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".